Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer experienced ongoing elevated blood glucose (bg), with the highest level displayed as "high" on the continuous glucose monitor. Bg cause was unknown. High bgs were addressed via correction bolus and manual injections.